Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels . The patient's physician reported that the pump's basal rate is correct, but the insulin bolus delivery is not correct and results in increasing blood glucose values. Only with insulin injections via pen the patient is able to control the high values.